Event description:
IT WAS REPORTED THAT AFTER A SPACEOAR VUE PLACEMENT PROCEDURE, THE RADIATION ONCOLOGIST REPORTED THAT THE PATIENT HAD A POTENTIAL INFILTRATION OF THE HYDROGEL INTO THE RECTAL WALL. ALTHOUGH THIS IS UNDETERMINED FROM THE COMPUTED TOMOGRAPHY (CT) SCANS. THERE WERE NO PATIENT COMPLICATIONS. ***ADDITIONAL INFORMATION RECEIVED ON 23FEB2026*** IT WAS FURTHER REPORTED THAT A PREVIOUS MAGNETIC RESONANCE IMAGING (MRI) WAS REVIEWED AND SHOWED EVIDENCE OF RECTAL WALL INFILTRATION NEAR THE APEX. THIS MRI WAS COMPARED WITH A NEW COMPUTED TOMOGRAPHY (CT) SIMULATION, AND THE FINDINGS APPEAR UNCHANGED FROM THE PREVIOUS IMAGING. THE PATIENT IS ASYMPTOMATIC BUT HAD REPORT RECTAL FULLNESS, HE HAD A SIGMOIDOSCOPY AND THE MUCOSA LOOKED INTACT.

Manufacturer narrative:
ADDITIONAL INFORMATION. BLOCK A3 HAS BEEN UPDATED WITH THE PATIENT INFORMATION. BLOCK B5 HAS BEEN UPDATED WITH THE ADDITIONAL INFORMATION. BLOCK B7 HAS BEEN UPDATED WITH THE PATIENT GLEASON AND PSA. BLOCK H11 HAS BEEN UPDATED WITH PATIENT CODE DISCOMFORT AND IMPACTED CODE ENDOSCOPIC PROCEDURE AND DELAYED TREATMENT. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETED UDI AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK D4:H4. THE EVENT WAS UNABLE TO PROVIDE THE LOT NUMBER OF THE DEVICE IMPLANTED. THEREFORE, THERE IS NOT INFORMATION RELATED WITH DEVICE MANUFACTURER DAY. BLOCK H6: IMDRF DEVICE CODE A150202 CAPTURES THE REPORTABLE EVENT OF GEL MISPLACEMENT NON-VASCULAR.

Event description:
It was reported that after a SpaceOAR Vue placement procedure, the radiation oncologist reported that the patient had a potential infiltration of the hydrogel into the rectal wall. Although this is undetermined from the computed tomography (CT) scans. There were no patient complications.Additional information received on 23Feb2026.It was further reported that a previous magnetic resonance imaging (MRI) was reviewed and showed evidence of rectal wall infiltration near the apex. This MRI was compared with a new computed tomography (CT) simulation, and the findings appear unchanged from the previous imaging. The patient is asymptomatic but had report rectal fullness, he had a sigmoidoscopy and the mucosa looked intact.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A Risk Review was completed and confirmed that the events of "Gel Found in unintended site - Nonvascular" and "Discomfort" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Unintended Use Error Caused or Contributed to Event.Additional InformationBlock A3 has been updated with the patient information.Block B5 has been updated with the additional information.Block B7 has been updated with the patient Gleason and PSA.Block H11 has been updated with patient code discomfort and impacted code endoscopic procedure and delayed treatment.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.Block D4:H4The event was unable to provide the Lot number of the device implanted. Therefore, there is not information related with device manufacturer day.Block H6:IMDRF Device code A150202 captures the reportable event of Gel Misplacement non-vascular.

Event description:
IT WAS REPORTED THAT AFTER A SPACEOAR VUE PLACEMENT PROCEDURE, THE RADIATION ONCOLOGIST REPORTED THAT THE PATIENT HAD A POTENTIAL INFILTRATION OF THE HYDROGEL INTO THE RECTAL WALL. ALTHOUGH THIS IS UNDETERMINED FROM THE COMPUTED TOMOGRAPHY (CT) SCANS. THERE WERE NO PATIENT COMPLICATIONS.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETED UDI AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK D4:H4 THE EVENT WAS UNABLE TO PROVIDE THE LOT NUMBER OF THE DEVICE IMPLANTED. THEREFORE, THERE IS NOT INFORMATION RELATED WITH DEVICE MANUFACTURER DAY. BLOCK H6: IMDRF DEVICE CODE A150202 CAPTURES THE REPORTABLE EVENT OF GEL MISPLACEMENT NON-VASCULAR.